Manufacturer narrative:
Follow-up from 22-apr-2016: ptc result. (B)(4). Quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case was initially considered as invalid due to unidentifiable reporter. Upon receipt of follow-up information, this case became valid. This non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain, bleeding for months /clots the size of golf balls, got pregnant on essure and suffered miscarriage. She had a bilateral salpingectomy. These events are serious due to their medical importance and only the event suffered miscarriage is unlisted in the reference safety information for essure. In this particular case, plaintiff got pregnant less than three months after insertion of essure. As such, essure contraceptive failure can be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. With regards to other events, considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Additional information will be obtained through the normal litigation process.

Event description:
This case was initially considered as invalid due to unidentifiable reporter. On 31-mar-2016 a legal claim was received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family from united states and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. After procedure, she began to experience severe pelvic pain, fatigue, headaches, bloating, hair loss, blurred vision, hives, endometriosis, 6 week long periods and muscle spasms. She subsequently became pregnant and suffered a miscarriage. One coil migrated and was expelled vaginally. She also had bleeding for months throwing clots the size of golf balls and this passed. In (B)(6) 2014, she had a bilateral salpingectomy. Company causality comment:this case was initially considered as invalid due to unidentifiable reporter. Upon receipt of follow-up information, this case became valid. This non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain, bleeding for months /clots the size of golf balls, got pregnant on essure and suffered miscarriage. She had a bilateral salpingectomy. These events are serious due to their medical importance and only the event suffered miscarriage is unlisted in the reference safety information for essure. In this particular case, plaintiff got pregnant less than three months after insertion of essure. As such, essure contraceptive failure can be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. With regards to other events, considering their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was not in the correct location in both fallopian tubes at the time of the confirmation test 3 months after implant'), pelvic inflammatory disease ('pid'), uterine perforation ('uterine perforation'), pelvic pain ('severe pelvic pain / severe and persistent pelvic pain/ severe and persistent pelvis pain/ pain/ severe and persistent pain'), genital haemorrhage ('bleeding for months /clots the size of golf balls/ heavy bleeding'), pregnancy with contraceptive device ('pregnant on essure'), abortion spontaneous ('suffered miscarriage'), ulcerative keratitis ('corneal ulcers in eyes') and bipolar disorder ('bipolar') in an adult female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery in (B)(6) 2014, psychological disorder nos, multigravida, parity 4 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014), birth defects (her oldest has multiple birth defects including heart. Her youngest passed away 45 minutes after birth and had a rare form of dwarfism), gastroesophageal reflux disease, esophagitis and depression. * she underwent dye and catheter essure confirmation test 3 months after the implant. On (B)(6) 2014: essure was not in the correct location in both fallopian tubes at the time of the confirmation test 3 months after implant. Concomitant products included lithium for post-traumatic stress disorder, bipolar disorder, insomnia and anxiety as well as clonazepam (klonopin), medroxyprogesterone acetate (depo provera) and quetiapine fumarate (seroquel). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), rash ("skin rashes"), abdominal pain ("severe and persistent abdominal pain"), tooth loss ("tooth loss/teeth removal"), dyspareunia ("painful intercourse") and the first episode of furuncle ("boils on face "). In 2014, the patient experienced ulcerative keratitis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/ bloating to the point of looking 6 months pregnant"), headache ("headaches"), alopecia ("hair loss"), vision blurred ("blurred vision"), urticaria ("hives"), endometriosis ("endometriosis"), menorrhagia ("6 week long periods"), muscle spasms ("muscle spasms"), device expulsion ("one coil migrated and was expelled vaginally/ coil came out of here vagina/ one of them came out vaginally/ essure coil rejection through vagina"), the second episode of furuncle ("boils on her face"), allergy to metals ("nickel allergy/ allergic to nickel (she has known since she was a baby she was allergic. She cannot wear"), back pain ("chronic back pain"), migraine ("chronic migraines"), emotional disorder ("emotional issues"), bipolar disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic inflammatory disease, uterine perforation, emotional disorder, bipolar disorder, depression and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, ulcerative keratitis, abdominal distension, headache, fatigue, vision blurred, urticaria, endometriosis, menorrhagia, muscle spasms, device expulsion, abdominal pain, the last episode of furuncle, tooth loss, dyspareunia, allergy to metals, back pain and migraine was resolving and the alopecia and rash had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device dislocation, device expulsion, dyspareunia, emotional disorder, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash, tooth loss, ulcerative keratitis, urticaria, uterine perforation, vision blurred, the first episode of furuncle and the second episode of furuncle to be related to essure. The reporter commented: she did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of your essure placement procedure. She did not advised of any complications from your essure removal procedure. Blood tests, urine tests, was checked for kidney stones, gallbladder was checked ¿ all of this came back normal. She was told she probably had pid and there was nothing that could be done. Date of insertion: (B)(6) 2014 (as written per mr, please note discrepancy). Right tube: less than 3 coils were noted. Left tube: less than 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: right essure device present. No left essure device identified.. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes do not appear to be occluded. See details above. Further evaluation is deferred to the physician who performed this exam. Ultrasound pelvis - on (B)(6) 2015: small collection of debris-filled fluid within the uterine cavity. Doppler mapping of the uterine cavity is performed and no flow is noted within the lining or the cavity. No discrete mass is seen. An essure coil is noted extending out of the right cornual region of the uterus. A left essure is not seen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pid and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: medical records received. Events: pelvic inflammatory disease and uterine perforation were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain/ severe and persistent pelvis pain/ pain/ severe and persistent pain"), genital haemorrhage ("bleeding for months /clots the size of golf balls/ heavy bleeding"), pregnancy with contraceptive device ("pregnant on essure"), abortion spontaneous ("suffered miscarriage") and ulcerative keratitis ("corneal ulcers in eyes") in a female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 4 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and birth defects (her oldest has multiple birth defects including heart. Her youngest passed away 45 minutes after birth and had a rare form of dwarfism). Concomitant products included lithium for post-traumatic stress disorder, bipolar disorder, insomnia and anxiety as well as clonazepam (klonopin), medroxyprogesterone (depo provera) and quetiapine (seroquel). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ulcerative keratitis (seriousness criterion medically significant), fatigue ("fatigue"), rash ("skin rashes") and abdominal pain ("severe and persistent abdominal pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal distension ("bloating/ bloating to the point of looking 6 months pregnant"), headache ("headaches"), alopecia ("hair loss"), vision blurred ("blurred vision"), urticaria ("hives"), endometriosis ("endometriosis"), menorrhagia ("6 week long periods"), muscle spasms ("muscle spasms"), device expulsion ("one coil migrated and was expelled vaginally/ coil came out of here vagina/ one of them came out vaginally/ essure coil rejection through vagina"), furuncle ("boils on her face"), tooth loss ("tooth loss/teeth removal"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy/ allergic to nickel (she has known since she was a baby she was allergic. She cannot wear"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), back pain ("chronic back pain") and migraine ("chronic migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, ulcerative keratitis, abdominal distension, headache, fatigue, vision blurred, urticaria, endometriosis, menorrhagia, muscle spasms, device expulsion, abdominal pain, furuncle, tooth loss, dyspareunia, allergy to metals, mental disorder, back pain and migraine was resolving and the alopecia and rash had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, device expulsion, dyspareunia, endometriosis, fatigue, furuncle, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, ulcerative keratitis, urticaria and vision blurred to be related to essure. The reporter commented: she did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of your essure placement procedure.she did not advised of any complications from your essure removal procedure.blood tests, urine tests, was checked for kidney stones, gallbladder was checked ¿ all of this came back normal.she was told she probably had pid and there was nothing that could be done. Diagnostic results: she underwent dye and catheter essure confirmation test 3 months after the implant. Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet received. Events skin rashes, boils on her face, tooth loss/teeth removal, painful intercourse, corneal ulcers in eyes/ ulcers looked like lupus, nickel allergy, chronic back pain, chronic migraines, are added. Lot number added. Historical condition & drug , concomitant condition and drug added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe and persistent pelvic pain/ severe and persistent pelvis pain/ pain/ severe and persistent pain"), genital haemorrhage ("bleeding for months /clots the size of golf balls/ heavy bleeding"), pregnancy with contraceptive device ("pregnant on essure"), abortion spontaneous ("suffered miscarriage") and ulcerative keratitis ("corneal ulcers in eyes") in a female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 4 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and birth defects (her oldest has multiple birth defects including heart. Her youngest passed away 45 minutes after birth and had a rare form of dwarfism). Concomitant products included lithium for post-traumatic stress disorder, bipolar disorder, insomnia and anxiety as well as clonazepam (klonopin), medroxyprogesterone (depo provera) and quetiapine (seroquel). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ulcerative keratitis (seriousness criterion medically significant), fatigue ("fatigue"), rash ("skin rashes") and abdominal pain ("severe and persistent abdominal pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal distension ("bloating/ bloating to the point of looking 6 months pregnant"), headache ("headaches"), alopecia ("hair loss"), vision blurred ("blurred vision"), urticaria ("hives"), endometriosis ("endometriosis"), menorrhagia ("6 week long periods"), muscle spasms ("muscle spasms"), device expulsion ("one coil migrated and was expelled vaginally/ coil came out of here vagina/ one of them came out vaginally/ essure coil rejection through vagina"), furuncle ("boils on her face"), tooth loss ("tooth loss/teeth removal"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy/ allergic to nickel (she has known since she was a baby she was allergic. She cannot wear"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), back pain ("chronic back pain") and migraine ("chronic migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, ulcerative keratitis, abdominal distension, headache, fatigue, vision blurred, urticaria, endometriosis, menorrhagia, muscle spasms, device expulsion, abdominal pain, furuncle, tooth loss, dyspareunia, allergy to metals, mental disorder, back pain and migraine was resolving and the alopecia and rash had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, device expulsion, dyspareunia, endometriosis, fatigue, furuncle, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, ulcerative keratitis, urticaria and vision blurred to be related to essure. The reporter commented: she did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of your essure placement procedure. She did not advised of any complications from your essure removal procedure. Blood tests, urine tests, was checked for kidney stones, gallbladder was checked ¿ all of this came back normal. She was told she probably had pid and there was nothing that could be done. Diagnostic results: she underwent dye and catheter essure confirmation test 3 months after the implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure was not in the correct location in both fallopian tubes at the time of the confirmation test 3 months after implant"), pelvic pain ("severe pelvic pain / severe and persistent pelvic pain/ severe and persistent pelvis pain/ pain/ severe and persistent pain"), genital haemorrhage ("bleeding for months /clots the size of golf balls/ heavy bleeding"), pregnancy with contraceptive device ("pregnant on essure"), abortion spontaneous ("suffered miscarriage") and ulcerative keratitis ("corneal ulcers in eyes") in a female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 4 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2014) and birth defects (her oldest has multiple birth defects including heart. Her youngest passed away 45 minutes after birth and had a rare form of dwarfism). Concomitant products included lithium for post-traumatic stress disorder, bipolar disorder, insomnia and anxiety as well as clonazepam (klonopin), medroxyprogesterone (depo provera) and quetiapine (seroquel). On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), rash ("skin rashes"), abdominal pain ("severe and persistent abdominal pain"), tooth loss ("tooth loss/teeth removal"), dyspareunia ("painful intercourse") and the first episode of furuncle ("boils on face "). In 2014, the patient experienced ulcerative keratitis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal distension ("bloating/ bloating to the point of looking 6 months pregnant"), headache ("headaches"), alopecia ("hair loss"), vision blurred ("blurred vision"), urticaria ("hives"), endometriosis ("endometriosis"), menorrhagia ("6 week long periods"), muscle spasms ("muscle spasms"), device expulsion ("one coil migrated and was expelled vaginally/ coil came out of here vagina/ one of them came out vaginally/ essure coil rejection through vagina"), the second episode of furuncle ("boils on her face"), allergy to metals ("nickel allergy/ allergic to nickel (she has known since she was a baby she was allergic. She cannot wear"), back pain ("chronic back pain"), migraine ("chronic migraines"), emotional disorder ("emotional issues"), bipolar disorder ("bipolar"), depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, emotional disorder, bipolar disorder, depression and anxiety outcome was unknown, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, ulcerative keratitis, abdominal distension, headache, fatigue, vision blurred, urticaria, endometriosis, menorrhagia, muscle spasms, device expulsion, abdominal pain, the last episode of furuncle, tooth loss, dyspareunia, allergy to metals, back pain and migraine was resolving and the alopecia and rash had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device dislocation, device expulsion, dyspareunia, emotional disorder, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash, tooth loss, ulcerative keratitis, urticaria, vision blurred, the first episode of furuncle and the second episode of furuncle to be related to essure. The reporter commented: she did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim essure worsened a previously existing injury/condition. She did not advised of any complications or problems that occurred at the time of your essure placement procedure.she did not advised of any complications from your essure removal procedure.blood tests, urine tests, was checked for kidney stones, gallbladder was checked ¿ all of this came back normal.she was told she probably had pid and there was nothing that could be done. Diagnostic results: she underwent dye and catheter essure confirmation test 3 months after the implant. On jul-2014: essure was not in the correct location in both fallopian tubes at the time of the confirmation test 3 months after implant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events emotional issues, boils on face, bipolar, device dislocation and ptsd are added and event mental disorder is replaced by depression, anxiety. Lab data updated. Concomitant & historical conditions drugs are added. Product, patient & reporter informatio nupdated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.